Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer's blood glucose reading was 368 mg/dl. The customer felt sick with a stomach ache and vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or no the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.